Manufacturer narrative:
The manufacturing date and use before date could not be located in the manufacturing database.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) prematurely. It was also noted that a pacing lead exhibited high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated unstable thresholds. If information is provided in the future, a supplemental report will be issued.